Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which the biosense webster¿s product analysis lab (pal) identified a hole in the pebax.. Initially, it was reported that during the operation, the catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on patient. The deflection issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 26-sep-2023, there was a hole in the pebax and foreign reddish material was also observed. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 26-sep-2023.

Manufacturer narrative:
A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the tip was observed semi-relaxed with the piston down. The customer complaint was confirmed based on the picture received. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and deflection test of the returned device were performed following bwi procedures. Visual analysis revealed that the tip was bent and reddish material and a hole in the pebax was observed. It was determined that these damages are unrelated to the event described by the customer. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. The hole and bent tip conditions may be related to the handling of the device outside the manufacturing facilities; however, this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device 31033216m, and no internal action was found during the review. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issues will be addressed through bwi's quality system. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).